Manufacturer narrative:
The reported output anomaly was confirmed via review of the device image. The device's functionality was tested on the bench and on the automated electrical test system, no anomalies were detected and the device met all specifications. The device's header wires were x-ray inspected. No anomaly was detected. The cause of the field anomaly was not conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device did not defibrillate the patient out of vf storm at 40j. The device was explanted.